Event description:
Implant did not work as planned. Device failed to expand. There was no adverse patient consequence.

Manufacturer narrative:
Functional testing (shape recovery testing) confirmed that the returned device conforms to memometal specification. Implants suspected to have failed to expand due to a bad temperature management from the surgeon. The root cause of this event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies (B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.